Event description:
It was reported to kendall in 2001 that, after giving an injection, the employee pulled the safety sheath over needle, sheath came off syringe over the needle, resulting in needle sticking the employee in the hand. Samples from that lot number are pending.